Manufacturer narrative:
These events were identified during review of scientific literature. The article contained only limited and non-specific device information. Follow up attempts have been made to obtain additional information, but have been unsuccessful. The event reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The products were unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot numbers were provided. All edms devices are 100% tested at the time of manufacture. Literature article: complications of lumbar drainage and treatment measures zhonghua wu, bin wang, xiwen shi, and ming li chinese journal of practical nervous diseases (2016) vol 10, no. 1. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic neurosurgery identified the following information upon review of scientific literature: a total of 320 patients had a treatment at (B)(6) hospital involving a lumbar drainage system. The article stated that 20 patients experienced complications after surgery. The article stated that 4 patients experienced intractable radiculopathy, 2 patients experienced secondary intracranial infection, and 2 patients experienced epidural effusion. The article stated that 9 patients experienced intracranial hypotension syndrome and of those patients 3 were considered minor cases, 3 were considered serious cases and 3 patients experienced herniationaura symptoms. Reportedly, all the patients have been cured and left the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.